Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 458 mg/dl, 495 mg/dl and the sensor glucose was 50 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states the sensor value that triggered the suspend on low or suspend before low event was 50 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. Customer declined further high blood glucose troubleshooting. The insulin pump will not be and sensor will be returned for analysis.